Event description:
This report is for one (1) 2.7mm locking screw self-tapping with t8 stardrive recess 24mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Brand name additional device product codes: hrs, ktt catalog number, UDI number x-ray review: narrative (screw went through the hole of the plate) could be verified from provided x-rays. A product investigation was conducted. One lcp plate. Hip plate and three locking screws were returned for investigation. Customer confirmed that the longest locking screw went through the plate hole. Implants were forwarded to the manufacturing site and were checked for conformance to the specifications. Abstract from manuf. Evaluation: the locking screw, which is supposed to have migrated, is not etched as per technical drawing: no article/lot number information available. The returned item has been identified as art. 202.224 lockscr ø2.7 head lcp2.4 self-tap l24 ss. The screw head conical thread is seriously damaged post production due to use. No evidence of visual nonconformance manufacturing related part has been re-inspected for all the measurable features pertinent to the complaint condition - especially for the geometries of the thread features - and they have been found conforming to specification. No functionality issue has been identified. No manufacturing related issues that would have contributed to this complaint were found. The exact cause of failure could not be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Potential part numbers reported as 202.224, 202.214, 202.212; however it is unknown out of theses 3 screws which screw went through the plate. Without the specific part number; the UDI number and 510-k number is unknown. (B)(4). X-ray review conducted: narrative (screw went through the hole of the plate) could be verified from provided x-rays. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that initially a patient was implanted with pediatric locking compression plate (lcp) hip plate system on (B)(6) 2019. An x-ray taken on an unknown date revealed that one (1) unknown locking screw (proximal) went through the hole of the pediatric lcp hip plate. An additional hospitalization of five (5) days and re-operation was required. Patient outcome is stable. Concomitant devices reported: cortex screw (part 202.890, lot # unknown, quantity: 1) 2.7mm locking screw 24mm (part # 202.212, lot # unknown, quantity 1); 2.7mm locking screw 12mm (part # 202.224, lot # unknown, quantity 1); 2.7mm locking screw 14mm (part # 202.214, lot # unknown, quantity 1). This report is for one (1) unknown locking screw. This is report 2 of 2 for complaint (B)(4).